Manufacturer narrative:
The insulin pump passed the displacement and motor test. Motor error alarmed during basic occlusion test due to a faulty force sensor resistor. Unable to perform occlusion and excessive no delivery tests due to the motor anomaly. A cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and scratched display window was noted during visual inspection.

Event description:
It was reported that the customer was in the emergency room with diabetes ketaocidosis and high blood glucose of 300s mg/dl. The mother stated that the customer throwing up. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime and the insulin did exit. The mother mentioned that the device alarmed motor error and further testing was declined as customer requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.